Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The conductor link extruded into the temporal region. The user has not been using the device for a long time. The device will be explanted.

Event description:
The conductor link and the floating mass transducer (fmt) extruded into the temporal region. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the conductive link and the floating mass transducer (fmt) into the temporal region. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.